Manufacturer narrative:
The date received by the manufacturer is used as the exact date of event is unknown. Per report, this happened over a year ago. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Results: a sample has not been returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. If a sample becomes available, a supplemental report will be filed upon completion of the investigation. It is unknown if a sample is available for evaluation.

Event description:
It was reported by the customer that the device's needle broke off in the injection site. No x-rays were completed but it was removed by an unknown method in the emergency department.

Manufacturer narrative:
This device does not have an expiration date. Device manufacture date: 7/11/2013 per the manufacturing site. Device evaluation - initial investigation: result: the customer initially returned (8) loose 1cc, 12.7mm syringes from an unknown lot number. All returned syringes were examined and all exhibited a broken plunger rod and a bent cannula. Also, 2 out of 8 samples exhibited half of the cannula broken. The broken end of the cannula was received in the shield of each of these samples. Per further investigation, the broken end of the cannula still attached to the hub did exhibit residual bends which indicates reuse. Conclusion: the customer's reported complaint is unconfirmed as the investigation indicates that there may have been reuse with a material (potassium) that does not fall under the intended use of the product. Secondary investigation: result: following the initial sample investigation, the customer returned (23) additional 1cc syringes in an open poly bag from lot # 3140087 on 2/12/2016. All returned syringes were examined and 22 out of 23 samples exhibited a broken plunger rod. Also, 20 out of 23 samples exhibited half of the cannula broken off. These samples were also examined and exhibited residual bends similar to those seen in the samples previously returned by the customer. Of note, prior to sending the additional samples, the customer called and reported that he has about (18) syringes that will be sending back to bd and that he took the needles off of them. He was informed not to remove the needles prior to returning. A review of the device history record was completed for the reported lot 3140087. All inspections were performed per the applicable operations qc specifications. There were no defects or notifications noted for any related defects during the production of this lot. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as the samples were used with a non insulin substance that is not the intended use of the product. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Additional information: patient is using syringes for potassium. Investigation summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Regarding needle breakage, a common cause is consumer reuse. If samples are received in the future, a supplemental MDR will be filed upon completion of the sample investigation. Device not returned.